Event description:
The consumer reported that the patient was in the emergency room (ER) now and their blood sugar level was a little high and uncontrollable because they were diabetic. The patient had a loss of therapy on (B)(6) 2016 and had severe pain, nausea, and dry heaving. They thought it was due to the patient's ketones, but they did a test and said it was not their ketones. They did a cat scan to double check. The patient's friend or family member wanted to know if the manufacturer offered an emergency service to check the patient's device in the ER to make sure it was working properly and had enough battery life and adjust their device. They called the hcp and were told to call the manufacturer. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.